Event description:
Device broke or disassembled during use. It was reported that "the plastic is not as flexible as it was, very stiff. Outer rings broke off as the cement restrictor was pushed."

Manufacturer narrative:
As part of the quality system improvement plan stryker corp conducted a 2 yr retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (4) 2006 to (B) (4) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 3 events associated with this event type (device broke or disassembled during use) and product code lzn.